Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 529 mg/dl, and moderate ketones. Customer suspected a possible issue with infusion site; however, this could not be confirmed. Customer went to the emergency room (ER). Bg was treated with intravenous fluids. The customer left the ER in stable condition (bg 180-210 mg/dl).